Event description:
The ge oec 9800 fluoroscopy system reported to have intermittent lock-up issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the reported malfunction. The facility was to monitor the issue and notify service if the issue recurred. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.